Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and high out of range pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) lead channel. It is suspected the out of range measurements were due to surgical electromagnetic interference (emi). Technical services (ts) reviewed the impedance histories and noted stable measurements before and after this event. Ts recommended completing isometric testing to confirm the noise. This implantable cardioverter defibrillator (ICD) system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and high out of range pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) lead channel. It is suspected the out of range measurements were due to surgical electromagnetic interference (emi). Technical services (ts) reviewed the impedance histories and noted stable measurements before and after this event. Ts recommended completing isometric testing to confirm the noise. This implantable cardioverter defibrillator (ICD) was explanted and replaced for a therapy upgrade and has not returned for analysis. The rv lead was surgically capped and replaced. No additional adverse patient effects were reported.